Manufacturer narrative:
The insulin pump was received with no button response due to act, esc, up arrow, and down arrow button had a flat button dome. The j2 connector was inspected and locked on the lcd board. There was no button error alarm during testing and no beep anomaly. Analysis was unable to confirm the vibrator anomaly and unable to perform any test due to an unresponsive keypad. The unit had a cracked reservoir tube lip.

Event description:
The customer called to report that the insulin pump kept vibrating and the keypad was hard to press. The customer also received a button error alarm. The customer's blood glucose level ranged from 183 to 464 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.